Event description:
The procedure was an ent. The doctor pressed the coag pedal and it didn't seem to be working and tried the cut pedal and saw the coag light go on and realized the labels were reversed. So the doctor just continued to use the cut pedal for coag throughout the procedure. There was no harm to the patient.